Event description:
The initial reporter questioned the results for multiple patient samples tested for g-glutamyltransferase ver.2 - standardized against ifcc / szas (ggt-2) and creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. The customer provided an example of discrepant results for ggt-2 and an example of discrepant results for crep2. It is not clear if these results are for 1 patient or 2 different patients. The initial crep2 result was 6 mg/dl. The repeat result was 32 mg/dl. The initial ggt-2 result was 2 u/l. The repeat result was 211 u/l.

Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided. The field service representative (fsr) found a hole in the rinse tube and replaced it. The investigation determined that the issue found by the fsr was the root cause of the event.